Manufacturer narrative:
Device evaluation: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The evaluation of the device did not reveal a device related issue. The pump was returned assembled with the outlet elbow attached to the pump outlet port. The sealed inflow and sealed outflow graft conduits were not returned. The driveline was cut approximately 3.5 inches from the pump housing and a distal portion was returned measuring approximately 13.5 inches. Upon disassembly, visual inspection of the blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented with hematuria and elevated lactate dehydrogenase (ldh) of 1000 u/l. A pump exchange occurred on (B)(6) 2017. No additional information was provided.